Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. No consequence to patient. No additional information available.

Manufacturer narrative:
After further review of additional information received describe event or problem, model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction: labeled for single use? Additional information provided indicated that the patient did not experience any alarms or loss of power to the system. The power switching could not be reproduced by manipulating connections. The issue resolved with the replacement batteries. Additional system component being reported for this event: (B)(4) - exp date- 04/30/2017, MFR date-04/14/2016, (B)(4). (B)(4) - exp date- 05/04/2015, MFR date-05/14/2016, (B)(4). (B)(4) - exp date- 05/04/2015, MFR date-01/15/2016, (B)(4). FDA codes for all batteries; (B)(4). Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.